Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found clavicular crush damage breaching the inner and outer insulations and fracturing all the filars of the outer coil 24.0 to 24.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.